Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button is reportedly sticking when pressed and there is a delayed response when all the keypad buttons are pressed. The patient denied tears or peeling of the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.